Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event? No, action taken when event occurred? - continue procedure with another suture, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences- no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown, is the patient part of a clinical study? Unknown, attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. No product is available for return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a coronary artery bypass graft prcedure and suture was used. Suture broke one cm from the swage, used another one and finished the procedure. There were no reported adverse patient consequences.